Event description:
The hospital reported that in the beginning of an endoscopic vein harvesting procedure, it was observed that a small black washer or o-ring approx 5mm in size was stuck to the outside of the short port on the vaso view hemopro. It was set aside. The same device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluations are completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).